Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that signal loss over one hour occurred. The patient's parent stated that after inserting a new sensor on (B)(6) 2022, the pediatric patient woke up on (B)(6) 2022 and was very high [presumed to mean the bg although no value was provided. No symptoms were reported. They stated that the cgm showed signal loss so it was not receiving data all night to alert the parent that the patient¿s glucose was high. The parent could not remember the bg value but stated that they took the patient to the hospital early that morning because of the elevated value. At the hospital the nurse checked a fingerstick bg reading which was 16.0 mmol/l; the cgm signal had returned and it was reading 19.0 mmol/l with a double up arrow. At the hospital they diagnosed diabetic ketoacidosis (dka) and checked the bg every two hours. The patient was treated with insulin and saline infusion and the condition normalized. He was released the evening of (B)(6) 2022. A review of the share logs was performed, and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.